Event description:
After 9-1/2 years of successful cochlear implant use, this pt began experiencing deterioration in their speech perception. Reprogramming efforts did not alleviate the problem. Through diagnostic testing, it was discovered that this pt had lost use of severeal electrodes over time. Therefore their health care team advised on explatation and reimplantation surgery. Explantation/reimplatable surgery was successfully completed in 2005.